Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient was seen in (B)(6) 2011 and all systems checked out fine. The patient was in a car accident on (B)(6) 2011 and had a magnetic resonance image (MRI) done on her leg while she was not able to tell the facility not to perform one. The patient had experienced a return of symptoms over the past year, noticing it more in more in the past 3-4 months. Patient was unsure if the symptoms started after the accident or the MRI. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-33, lot# v596314, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).